Event description:
During the procedure, a cook 6 shooter saeed multi-band ligator was used. Two bands were deployed successfully. After that the doctor wanted to bands some really small lesions, which were not really necessary to band. The bands fell off the very small lesions. Additional information provided stated the varices had been banded previously; not much scars in the tissue. Regarding completion of the procedure, two bands were deployed successfully, which was enough for this patient. Other than the bands left to pass naturally, a section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: we could not conduct a complete investigation because the used product said to be involved was not returned for evaluation. A definitive cause fo the reported observation could not be determined. Two sealed devices from the same lot were returned for evaluation. During our laboratory analysis, the unused returned parts were assembled and the device was attached through an endoscope that is placed in a simulated biliary position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (model number olympus gif q20). The barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel, vacuum pulled and the bands were deployed one at a time. All bands, of both devices, successfully deployed on simulated varices and constricted upon deployment. Movement of the handle wheel was evaluated and functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The lot number associated with this complaint was researched to determine the manufacturing date of the actual bands. We can conclude from these dates that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the used product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The sealed products returned functioned as intended. The report states "after that, the doctor wanted to band some really small lesions, which were not really necessary to band." Slippage of the band from the varix can occur if the endoscope is advanced beyond the banded site. Prior to distribution, all saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.